Event description:
It was reported via repair work order that the scale reading was fluctuating due to faulty load cells. It was also reported that the bed exit was not alarming due to a faulty scaleboard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.